Event description:
It was reported that the saw was leaking a rust colored liquid from its head. This was discovered while testing during a routine maintenance visit. No pt involvement.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. This report will be updated when the device is rec'd and the eval is complete.